Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that device would not boot up. Upon troubleshooting, rse found button is depressed at startup. To resolve the issue, rse instructed to biomed to check all the buttons and reboot all buttons and system. Rse also ordered control module tilt ER and was replaced by the customer. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.